Event description:
As reported, approximately 5.5 years post op the initial left tsa, this male patient was revised due to shoulder discomfort/pain. Cell counts indicated potential infection. Upon evaluation, the humeral liner was observed to be disengaged from the tray. There was no known traumatic event reported to the surgeon. Patient was revised to exactech devices. Reported event is not related to the breakage of a device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient/medical information provided. Unable to obtain images or x-rays. Product not returning: the facility does not provide the explants for return.

Manufacturer narrative:
Pending evaluation

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported may have been due to disassembly of the humeral liner from the humeral tray. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.